Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a colonoscopy yesterday and would like to get her blood glucose level stable. Customer's blood glucose level was 232 mg/dl this morning and is now 406 mg/dl. Customer stated that when she filled the tubing, it came out fine. Customer had the following symptoms: sweating, feeling thirsty, blurred vision, and not feeling well. Customer did not contact their health care professional for their high blood glucose levels. Customer does not have a back-up plan, but has treated with the pump. Customer's blood glucose level is now 342 mg/dl. Customer stated that the insulin did exit the tubing. Pump passed the high pressure and priming tests. Pump is working as designed. Set will be replaced. Customer was advised to speak to their health care professional about their high blood glucose levels. No further assistance needed.